Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: during explantation surgery, it was observed that the suspect medical device appeared to be intact. As a result, the following updates have been made: (1) checkbox b1 ¿is product problem?¿ no longer applies to this event (2) h6 medical device problem code has been updated to a24 ¿adverse event without identified device or use problem¿ the patient underwent had only her left breast prosthesis removed and it was replaced a mentor 275 ml smooth round gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-mar-2021, the mentor failure analysis lab received the device for evaluation. On 04-apr-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported, the patient underwent MRI which revealed that the breast prosthesis was ruptured. As per additional information received, the implant appeared to be intact during the explantation surgery. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. On 05-apr-2021, mentor received additional information about the event. The patient¿s replacement breast prosthesis is a mentor memorygel breast implant 275cc gel breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor memorygel breast implant 300cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s left breast prosthesis was diagnosed by MRI. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.